Event description:
It was reported through the attorney for the patient, as a result of a legal claim that, plaintiff alleges experiencing significant pain and discomfort in the area of the defective device. The left rejuvenate hip was explanted on (B)(6) 2012 at (B)(6) hospital.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.